Event description:
The customer reported that the audio function was not working in the telemetry device. No adverse pt impact as a result of this failure.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.